Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system s/n (B)(4) for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
As reported, the thermogard xp ivtm system s/n (B)(4) had no power, and it continued to blow fuses after they had been replaced. Patient use information was requested, but no additional information was provided; therefore, patient use is unknown.